Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and booting passed. The receiver log download passed. The log was downloaded and reviewed finding no errors related to the complaint. The receiver functional test passed. Global communication tool tone at medium test passed sound tests. "Try it" manual functional tests were performed and passed. The receiver case was opened for an internal visual inspection and it passed. The speaker audio wiggle tests were performed and passed. The speaker resistance was measured and resistance measured within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.